Event description:
The patient received two leads (from the same lot) as part of his scs trial system. It was reported the patient experienced pain and tightness in his chest approximately 90 minutes after the trial leads were removed. The patient was found to have a hematoma from t-4 to t-8. The patient did not report any residual paralysis or weakness. The physician indicated the hematoma is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.